Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was reported that the tip came off of the balloon and was on wire even when the balloon had been removed. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was reported that the tip came off of the balloon and was on wire even when the balloon had been removed. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code a0501 captures the reportable event of distal tip detached. Block h10: investigation results a visual and microscopic examination of the returned complaint device revealed that the catheter was torn near to the tip section and the tip was not returned, which confirms the reported event of tip detached. It is possible that the procedural factors, handling of the device, the technique used by the physician during the removal of the guide wire, could have caused the torn encountered in the catheter. Also, the torn near to the tip could have caused the tip came off of the balloon and was on the wire. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.